Event description:
Patient reported that a comparison between patient's ss meter and a hcp meter (done 15-30 min apart) was 19 mg/dl and 400 mg/dl (95% difference). Pt could not explain or describe specific symptoms pt was experiencing but stated they were consistent with how pt feels when pt's blood glucose is high. Lfs rep discovered the meter is not cleaned according to manufacturer's prodct recommendations. The meter was replaced. On follow-up, pt confirmed the above information. There was no allegation of harm.